Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of aortic root thrombus could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2017, the patient underwent computed tomography of the chest. Findings notable for soft tissue filling defect along aortic root side of non-coronary cusp concerning for thrombus formation. Discharge delayed and patient international normalized ratio goal increased to 2.5-3. Repeat echo in (B)(6) 2018 showed the aortic valve does not open during systole. Mobile filamentous echodensity noted on the left ventricular outflow tract aspect of the aortic valve suggestive of lambl's excrescence. The aortic valve was not well visualized to determine number of leaflets. Trace aortic insufficiency was present. The thrombus formation was determined to not be device related. No further information was provided.